Manufacturer narrative:
(B)(4). Results: damaged cartridge, damaged one piece sled, damaged articulation link, the analysis results found that one device was returned with the firing and opening mechanism jammed. The device was received with an cartridge loaded on the device. The reload was received partially fired 1/3 and with the cartridge body, drivers and one piece sled damaged. No testing could be performed due to the returned condition of the device. In order to verify the condition of the internal components, the device was disassembled and it was noted that the knife had buckled. The damage to the cartridge and knife is consistent with the device being clamped over an excess of tissue or hard object. If enough force is applied to the firing trigger the knife will buckle. In addition, one articulation link was noted disengaged. It is possible that excessive torque was applied at distal tip of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device loading a green cartridge was locked out at the 2nd stroke of the 1st firing on the lung parenchyma. Although the knife tried to be returned, the trigger was stuck and did not move, so the knife did not return and the device could not be opened. The procedure was converted to open. The incision was small. After that, another echelon device was fired around the 1st device and the 1st device was removed from the patient with the clamped tissue. A buttressing material (neoveil tube type) was utilized. The doctor commented that the target tissue had been thick but it had been within the functional range of the device. As of now, the patient¿s condition is stable.

Event description:
The patient has emphysema, so the doctor used the neoveil. It is unknown on how much additional thickness it added to the tissue. The manual knife reverse switch was used and knife direction was changed. Then the doctor tried to grip the firing trigger to return the knife, but it was too hard to grip. So the knife didn¿t return and the device couldn¿t open.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.